Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak (aortic) with component separation is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status is reported being stable post re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two (2) vela suprarenal aortic extension and an a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant during a routine follow up, the patient was identified with a type 3a endoleak with component separation. The physician elected to implant another suprarenal tent graft and an infrarenal stent graft to treat this event. The patient was reported as stable post re-intervention.